Manufacturer narrative:
An event of structural valve deterioration, central regurgitation and valve explant due to stenosis and insufficiency was reported after six years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information available, the cause of reported patient effects could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted in the patient. On (B)(6) 2024, the valve got explanted due to stenosis and insufficiency. The patient status is unknown.